Manufacturer narrative:
During inspection on the roller pump module (rpm ) the error message "direct error" was reported. The error message "direct" means that the pump turns in the wrong direction. On the twin pump module (tpm) 5v test & safety s error message was reported. A getinge field service technician (fst) has been sent for investigation on 2021-01-13, 2 pump modules were checked as follows: the roller pump module (rpm with serial# (B)(6)) was again checked and no issue was observed. The reported failure "direct error" on this pump module could not be confirmed. The twin pump module (tpm with serail# (B)(6)), on the left left side was also checked. The reported failure error 5v test and safety-s was solved by replacing the motor control board and safety system board. Test run and function check passed and device was put back in use. The reported failure was evaluated by life cycle engineering on 2021-03-01 as follows: on the tpm, the 5v error and safety s error was reported. The 5v is generated on the motor control board and supplies all the electronics in the rpm, including the safety system board. If there is a fault, the message depends on which subsystem notices it first. Accordingly, either error 5v test or error safety-s is displayed. The fst has replaced the safety system board, because it was actually the cause (e.g. By a defective capacitor) or only on suspicion because of the error message. A defective motor control board with the reported failure "err.+ 5vtest" has already been investigated in a similar complaint# (B)(4) dated on 2018-04-16 with the following outcome:. The affected hl20 motor control board has been installed in a twin pump for testing. On start up the reported failure "err. +5vtest occurred with acoustic alarm. Thus the reported failure could be reproduced. The voltage adjustment ic8 shows a voltage of 0,5v higher (5,5v instead of 5v) in cold state. After replacing the ics the tpm works fine with the motor control board. Thus the reported failure could be confirmed. The most probable root cause is a defective voltage converter ic8 which emits a voltage supply that is above tolerance. The review of the non-conformities during the period of 2018-08-23 to 2021-01-15 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint # (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
5v test & safety s error reported. Complaint #(B)(4).